Event description:
Facility reported a blood leak in a reprocessed dialyzer (27 uses). Estimated blood loss to the pt was 185cc. Incident took place on 3/24/98. Pt's hemoglobin on 3/24, prior to the incident was 10.8 and on 3/31 was 9.5. Blood leak detector on machine went off. The test strip was positive for blood. The dialyzer was replaced with a dry pack and the treatment continued without further incident. The sample is available for examination. (Subsequently, the facility mistakenly discarded the sample).